Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported two or more false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample and generated a positive result. M2000 pcr confirmation testing on unknown samples generated negative results. No additional patient information, including treatment and outcome, was provided.